Event description:
This equipment didn't work when the or staff and surgeon went to use it. The patient is unknown at this time. There is no event recorded that a patient was caused harm due to this equipment.what was the original intended procedure?prostatectomy.device #1is this a laboratory device or laboratory test?no.